Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the cartridge air removal step. There was no reported impact to the customer¿s blood glucose level. Customer was informed about importance of removing air from cartridge before filling. They declined to load new cartridge, chose to continue using current cartridge.